Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed maxcore disposable core biopsy instrument received for evaluation. Upon visual evaluation, the device was sealed and therefore was not decontaminated. No anomalies were noted to the device. Upon functional testing the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Even though the device was able to prime, fire and obtain samples, the investigation is inconclusive for the reported failure to fire as the sealed maxcore device was received for evalution. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a ultrasound guided kidney biopsy produce, there were no samples obtained. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a ultrasound guided kidney biopsy produce, there were no samples obtained. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.